Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified. Capsular contracture: unable to observe, since it is not related to the device. Crease/folding of implant: not observed. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional, additionally reported, right side rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03may2024.

Event description:
Healthcare professional additionally reported right side rupture. The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown

Event description:
Healthcare professional reported "ultrasound and MRI were performed confirming and contracture data on the right side." And "contralateral request for discontinued model". Capsular contracture baker grade is unknown for right side. This is for the right side device. The device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.5, b.3, b.5, d.6b, h.6.